Manufacturer narrative:
Sientra complaint #:(B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side ultrasound detected rupture.

Manufacturer narrative:
Correction: b5, b6, h6.

Event description:
Bilateral capsular contracture, baker grade 4, left side

Event description:
Bilateral capsular contracture, baker grade 4, right side.